Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that, during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt and inflated to occlude the vessel. Before the physician could perform intervention, the occlusion balloon deflated unexpectedly.